Event description:
It was informed that the ptfe pad of the subject device was separated during a laparoscopic assisted distal gastrectomy. And it was informed that the doctor kept activating output in seal and cut mode without grasping tissue. The ptfe pad separation occurred when the surgeon dissected the tissue little by little with using the part of the tip. Then the doctor completed the procedure with another device. There was no patient injury regarding this report.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for investigation. The investigation confirmed that the ptfe pad of the subject device was worn away, and partially separated. As the result of checking the manufacturing record of the same lot, nothing abnormal was detected. Based on the investigation of the subject device, omsc concluded that the ptfe pad was partially separated, because the doctor activated output in seal and cut mode without grasping tissue. This report is being submitted as a medical device report in an abundance of caution.